Event description:
A facility representative reported explanted, in and out.additional information has been requested and received stating that the lens was implanted and explanted all in the same procedure with a completely different lens. The doctor was having a problem with it and it tore so he took it right back out.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).